Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during an unknown procedure. According to the complainant, during the procedure, the association loops "broke" while withdrawing the mesh. The complainant was unable to report if the association loop split in half or if any portion of it detached from the device. Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
Product unavailable for analysis.